Event description:
The lay user / patient contacted lifescan (lfs) on (B) (6) 2009 alleging erratic readings on her one touch ultralink meter. The medical surveillance specialist (mss) listened to the call on (B) (6) 2009 and obtained the following information: the patient tests 10-12 times a day and has been a diabetic for 40 years. On (B) (6) 2009, prior to eating dinner, the patient reportedly tested her blood glucose and obtained a 110 mg/dl at 8:47 pm. She then retested at 9:43 pm and obtained a 255 mg/dl. The patient is on an insulin pump and did not administer any insulin between the readings. She then tested on another hand at 9:46 pm and obtained a 58 mg/dl and retested at 9:47 pm and obtained a 50 mg/dl. It is unknown whether the patient exhibited any symptoms or treated herself during this time. The patient ran a quality control test after obtaining the readings and claims control test passed. The patient mentioned that on (B) (6) 2009, at either 1:00 or 2:00 am she felt lightheaded and disoriented. She tested her blood glucose and obtained a result of either "266 mg/dl" or 250 mg/dl". Per scripts, the patient treated herself with oral glucose an hour later; however, when listening to the call, it was not clear if she had to administer any self-treatment. On the morning of (B) (6) 2009 after breakfast, the patient tested and obtained a 297 mg/dl at 9:15 am and then tested on another finger at 9:26 am and obtained a 183 mg/dl. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done with the customer care advocate (cca) and the test strips passed 116 (99-131). The technique of applying blood on the test strip was correct and the patient had been cleaning the puncture area correctly. The meter and test strips were replaced for the patient. Based on the information that was provided, there is no evidence that the meter caused or contributed to an adverse event, since the patient reportedly exhibited symptoms prior to testing. The patient's symptoms (lightheaded and disoriented) are also not suggestive symptoms of serious injuries related to hypoglycemia. The complaint is being reported since the patient stated that she felt her readings did not coincide with her feelings at that time of testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.